Manufacturer narrative:
Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
This case occured outside the USA, in united kingdom. On (B)(6) 2023, the united kingdom subsidiary notified us of an adverse event. According to the information received on (B)(6) 2023, from the injector, a patient was injected on (B)(6) 2023 with 1ml of rha 3 in the nasolabial folds (fanning technique). 24 hours after the injection, on (B)(6) 2023, the patient presented with an unilateraly (left side) vascular occlusion due to an accidental injection into the angular artery that led to blanching of tissue and mottling, of severe intensity. The same day, on (B)(6) 2023, the patient received as treatment injections of hyaluronidase (1500iu) to dissolve the filler. The patient gained full perfusion of the tissue instantly. According to the injector, the healing process was well underway, capillary refill and vitals were all good. On (B)(6) 2023, the patient was reviewed and presented with sloughing and scabbing on the left nasal alar area, of moderate intensity. The injector prescribed topical antibiotics (bactroban 20g). The injector attempted to monitor the evolution of those symptoms, however the patient ceased contact with him. Therefore, the patient was considered lost to follow up and the complaint was closed.